Manufacturer narrative:
On 3/20/20, mentor became aware that ruptured right implant only, there was no rupture with the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with unknown silicone, breast implants which the patient reported noticing lumps in the armpit area, ultrasound in (B)(6) 2019 stated there was substance around the right breast, and armpit. She has been seeing her doctor and no exact diagnosed provided. There is also possible rupture, and capsular contracture issue with unknown baker grade. Patient also stated that unable to sleep on the side due to pressure on the implants. Middle finger is turning numb on both hands. Toes from both feet lose circulation. In 2010 and 2011 patient suffered from anxiety also the hormone levels are extremely irregular and also trouble getting pregnant and irregular menstrual cycle and extreme depression. Pain on both breasts. Per patient, she is scared of putting new implants back but also scared of the side effects of the physical deformity she will experience. Patient had the devices removed on (B)(6) 2019. The root cause of the patient's symptoms are unclear. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the left side.

Manufacturer narrative:
On (B)(6) 2019, the patient reported that she has experienced a reduction in symptoms post-explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/7/2019, additional information received indicated that the patient had issue with bilateral capsular contracture baker grade 4, and breast ptosis on the right side. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/6/2019, additional information indicated that there was bilateral rupture. Country of event, and implantation is canada. Patient emphasized that she wants to put another implants in but she is terrified of the illnesses. She also reported low circulation in her thumb, anxiety, irregular hormone levels, irregular period. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/23/2019, mentor became aware that patient also was presented with bilateral breast mass. Hence patient code (B)(6) has been added. This report is for the patient¿s left-sided device.